Event description:
The patient underwent a right lower extremity angiogram using the vascade 6/7f. The physician reported that the device was successfully deployed, and hemostasis was obtained, and patient was transferred to the post op unit. The vascular surgeon was contacted 30 minutes post procedure to investigate a possible hematoma and concluded it was a hernia. However, later that evening staff suspected this was hematoma as it grew. The patient was taken to the or by vascular surgery and an evacuation was performed.

Manufacturer narrative:
The vascade 6/7f was not returned for evaluation. Since the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined.